Event description:
Procedure: laparoscopic colectomy. According to the reporter: upon grasping a mass of gauze, jaw got broken. Reported no abnormal manipulation in squeezing the handle. New one was opened to complete the case. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).